Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver demerol 10mg/ml in the pca only mode with a 30mg loading dose, a 20mg pca dose, an 8 minute pt lockout, and a 200mg 4 hour limit. After approximately 2 hours and 45 minutes, the pump alarmed for an "empty syringe" and the display indicated that 332mg was delivered, which exceeded the programmed 4 hour limit. The pt was noted to be "more sleepy." No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported that the pump had also exceeded the 4 hour limit the day before and a "whole vial went in 3 1/2 hours." During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.